Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was programmed with several boluses and all boluses delivered properly. No unexpected miss bolus was noted during our testing. The insulin pump had minor scratches on the display display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a missed bolus alarm that he was unable to clear. The customer stated his esc and act buttons were unresponsive. The customer's blood glucose was 154 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.